Event description:
The pt had a pain in hip. It was noted through x-ray that the plate was broken. The pt is under observation now.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.